Event description:
Information received indicates after the bed is raised the hi/low will drift down.

Manufacturer narrative:
The facilities maintenance cleaned and degreased the hi/low drive screw and brake assembly to repair the bed.